Event description:
It was reported the insulin pump was alarming no delivery during bolus. Customer's blood glucose was 33.3mmol/l. Customer inserts infusion set in the stomach but does not have much fatty tissue and thinks customer has scar tissue. The cannula was not bent. Alarm was not occurring during call, troubleshooting was not possible. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.